Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the communication issue is unknown. No further information was reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found insignificant anomalies and the ins was functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep was having trouble communicating with the patient's ins in the or. The rep can't interrogate the ins to check the impedances. The rep has already tried power cycling the tablet and communicator, unpairing and repairing the communicator, and putting the communicator in a plastic bag and putting it up against the ins on the table in the or. The rep confirmed that he was able to communicate with the device successfully when setting it up before the procedure. Based on the information given it sounds like the issue could be environmental and they may want to try moving items that may cause interference such as or lights, or table, or possibly even communicating in a different room. The healthcare provider (hcp) can decide if they want to continue and close to test in a different room. It was recommended to power cycle the devices again and, as a last resort if need be, try a different ins. They ended up not being able to connect with the battery and another ins was used. The was deemed an out of box failure. No further complications were reported. No patient symptoms were reported.